Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found identified proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 32x3.00mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery. After crossing the lesion with a non-bsc guidewire and pre-dilating with a non-bsc balloon, a 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion despite many attempts. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.